Event description:
It was reported the device is supposed to continue pacing for roughly 15 seconds during battery change. However, it is only pacing for about 2-3 seconds during battery change. It was reported the device has some rear case damage. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the board connector cable was damaged, the battery contacts were compressed, the ring was missing, and the keyboard pad was contaminated. Further analysis was performed on the main pcb. This analysis found that the battery removal test failure was due to a capacitor component failure. (B)(4).